Event description:
It was reported that the device failed occlusion test. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 11/15/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. However, the reported complaint was not confirmed. The dso seal was replaced to fix the issue.